Event description:
I it was reported the monitor did not generate an alarm for asystole. The users indicated the patient went into asystole; however, the staff was not aware of the change in condition as the monitor was not transmitting data to the central station. The patient's condition was noted when a nurse entered the patient room. Remote service engineering reviewed the provided monitor logs, revealing the monitor had not been assigned at the central station at the time of the event, though there were error messages noted in the log, which indicated an unassigned monitor; therefore, there would have been no alarm generated at the central station. During the event timeframe, various red alarms were occurring at the monitor over the course of 28 minutes with no user acknowledgment. Once the patient's change in condition was discovered, the monitor was then assigned to the central station, after which time the alarms were generated and recorded at the central station. Based on this information, the cause of no alarms being generated at the central station was that no monitor was assigned.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). A philips remote service engineer (rse) spoke with the customer. The event took place on april 15, 2025 at 23:55 in bed 3 (equipment label neuro9) lost its connection to the central unit during monitoring, resulting in red alarms on the patient going unnoticed. This placed the patient in a life-threatening condition. A philips field service engineer (fse) was dispatched. The affected equipment was tested and found to be operating to specification. The fse retrieved the log data from the central unit, as well as the error logs and status logs on the monitor. These files were made available to a philips remote service engineer (rse) and a product support engineer (pse) for review. A technical analysis of the incident made by the rse and pse revealed that the neuro9 monitor was not assigned to the central unit at the reported time. This means that no alarms could be transmitted to the patient information center ix (pic ix). Neuro9 was previously assigned to bett14 [bed14] and removed on 15.04.2025 at 10:29:40. Neuro9 was not added to the pic ix until 00:36:24 on april 16, 2025 at which time the device was assigned and neuro11 was removed. The alarm review reveals 15 apr 2025 23:54:13 asystole active for 28 min 22 sec. This alarm was acknowledged at 0:06:10 on april 16 2025 at the bedside. This bed was not assigned to the pic ix until 00:36:02 on april 16, 2025. Once the device was assigned to the pic ix bett3 [bed3], the alarms were sent to the pic ix as expected. The alarm settings from the configuration of the monitor reveal that red alarms are audibly and visually latched which means that red alarms have to be acknowledged for them to end. Information explaining the failure to assign the monitor to the central station was provided to the customer to resolve the issue.